Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functional testing and bench handling using the customer's returned accessories without duplicating the report. The multifunction cable and defib receptable have been replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 80-year-old female patient in cardiac arrest, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.